Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replace battery now. Customer's blood glucose at time of incident was 5.2mmol/l. Customer stated that pump was not dropped and battery cap is not loosed or cracked or damaged. Customer stated that this is the second occurrence of replace battery now without a low battery warning. The customer was advised pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The detailed trace analysis confirmed the pump error 25 and low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. No unexpected replace battery now alarms were noted. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.